Manufacturer narrative:
The device was received by depuy synthes for evaluation. The investigation is currently in process. When the evaluation is completed or if additional information becomes available, a supplemental report will be sent. Reference: (B)(4).

Event description:
Report received from (B)(6) stating that the neuro-tip on the device was "fractured." The device was not used in surgery. It is unknown if injury or medical intervention occurred. No additional information was provided.